Event description:
The customer reported to customer service that the power supply had frayed wires at the base of the transformer. Customer indicated the power supply had sparked once when she plugged it in. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow-up with the customer on (B)(6) 2012, she only witnessed a slight spark once, at the base of the transformer, where the cord was frayed. There was no breach in the transformer housing, nor any signs of melting or fire. Customer confirmed she had occasionally wrapped the cord around the transformer housing. The product involved in the complaint has been received and is pending investigation by quality engineering. Therefore, no conclusion can be made as to the cause of the event. However, the customer confirmed a spark at the strain relief of the power supply. Should additional information or the original product be received, resulting in new, changed or corrected information, a follow up report will be filed. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going.